Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the battery was replaced and the device continues to experience an issue. The customer did not provide further details. There was no reported patient involvement.